Event description:
While injecting during a left ventriculogram, contrast leaked out from the rotator of the high pressure tube. There was no patient or clinician harm or injury as a result of this event.